Event description:
It was reported that the left ventricular (lv) lead insulation pulled apart while freeing the lead from the pocket tissue and broke apart near the pin plug. The lead was capped. A new lv lead was attempted but the guidewire became frozen in the lead and could not be removed. The lead was withdrawn and a new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal segment of the lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was pulled out of the connector sleeve. If information is provided in the future, a supplemental report will be issued.